Event description:
The reporter stated that the lower extremity fixation screw broke while being inserted during a surgical procedure. As the screw came into contact with the cuniform bone, the distal tip of the screw broke where the distal threads begin. The pieces were removed and saved for eval, and a new screw was placed without incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.